Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod adhesive detached, causing the cannula to dislodge from the infusion site (abdomen). The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and reported symptoms of nausea, headaches and exhaustion. The patient went to urgent care but did not receive any insulin or treatment because there was no insulin available. The patient left and went to the pharmacy to purchase a syringe and a vial of insulin. The patient self-administered an insulin injection for treatment.